Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the electronic prostyle instructions for use (eifu), states: while holding the plunger, place the needles under the quickcut mechanism. Use the needles as the guide, slide the suture against the quickcut mechanism to trim the suture from the anterior needle distal of the link. In this case, the link being cut would not have impacted knot advancement. The investigation determined the reported event appears to be related to use error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: product problem was inadvertently selected on initial report. H6 medical device problem code 2017 did not require product problem selection.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after an unspecified procedure using a 6f sheath. Reportedly after the suture was successfully deployed the suture was cut at the link. The operator was unsure at the time why there was a metal component ( the cuff) on the end of the blue rail and decided to use another device. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.